Event description:
Per the clinic, the patient experienced an infection. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 11, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported). This report is submitted on october 05, 2022.